Event description:
Reporter indicated that vns pt had undergone revision surgery due to device migration. It was reported that the pt's device has not yet been programmed to on due to device migration issues. It was reported that the pt has very large breasts and that the sutures intended to hold the generator in place break loose because of the pt's breast size. Implanting surgeon indicated that he had originally performed a one-incision implant from the neck area and that the generator migrated upward into the pt's neck/clavicle area because the suture broke. The pt was taken back into surgery to resuture the generator into place, but this suture also broke. Implanting surgeon then attempted to resuture the pt's generator in his office. Treating neurologist has requested that the pt follow-up with a different neurosurgeon. The pt also reports a "sharp stabbing pain" in their neck and itching around the generator site. Further follow-up revealed that original surgeon again revised the generator site and that everything was fine afterwards. The pt reported that their neck pain and itching had resolved and indicated that the itching was due to wound healing.